Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(6) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region #19, its non-osseointegration was observed. No further information was provided.